Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Additional information received indicating that the device was removed and the pocket was flushed then the device was placed back. Further, a small amount of compromised tissue near the skin was excised. The patient was given antibiotics to combat infection. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.